Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator downgrade. During the procedure the rv lead exhibited externalized conductors under fluoroscopy. No electrical anomalies were observed. The lead was capped and replaced. The patient was stable post-procedure and will continue to be monitored.